Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav shunt system 2.0 (part # fx440-t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be have adjustment difficulties. Reportedly, the pressure was adjusted twice following the procedure. However, in the middle of june, the patient returned for a third adjustment, however, the valve was not able to be adjusted. In the middle of july, the patient's condition had not improved, so the patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No further information available.

Manufacturer narrative:
Additional information - a2, a3, a4, b3, b5, b7, d4. (Serial #), d6b. Investigation: visual inspection: - particles in the control reservoir. - deposits on the outside of the control reservoir. - deposits on the peritoneal catheter. Permeability test: the test showed that the progav® 2.0 shunt system is permeable. During the test, turbid liquid with particles flushed out of the shunt system. Computer controlled test: the computer-controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 0,67 cmh2o. This is within the specified tolerance of 1 cmh2o ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant showed a pressure of 15,44 cmh2o. This is not within the specified tolerance of 20 cmh2o +4/-2 cmh2o. According to our results, we can detect the presence of an accelerated outflow in the shuntassistant. Adjustability test: in this step, it was investigated whether the adjustable progav 2.0 can be successfully set to each specified pressure setting. It was checked whether the valve is fully adjustable within the full range of specified pressure settings ( in increments of 5 cmh2o). The progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, deposits were found in shuntassisstant. Upon dismantling, it is possible to view many parts of the inside of the valve. However, there are certain parts that cannot be observed and may contain deposits which may affect the function of the valve. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test was already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was an accelerated outflow in the shunt system at the time of our investigation. Detected deposits could be named as the cause of the malfunction. Existing deposits in the csf may temporarily impair the function of the valve and are described concomitants in the hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no furhter regulatory actions are required.

Event description:
Patient details: age - 30 years. Weight - 65 kilograms (kg). Height - 170 centimeters (cm). Gender - male.